Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the front blood detectors to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported that there were partial aspiration errors on "abnormal 2" controls. No erroneous patient results were associated with this event.